Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that the nurse experienced a near miss fatality involving the eds 3 product. The nurse stated that the device contained an access port to the spinal cord and if an IV was unintentionally connected to the access port, it could cause death of the spinal cord and death to the patient. The IV was almost connected to the access port which resulted in the near miss. The nurse also stated that patients should not receive anything through the spinal cord.